Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that patient had been having a lot of issues with the implant battery since implant. Patient reported their wires moved post-surgery. Patient said if they coughed or moved or laid down in a certain position, patient felt more sensation. Patient said they did not turn stim up that much. Patient reported the manufacturer representative (rep) told the patient with patient's current settings they should get 3.7 days out of charged battery. Patient reported they were not getting even 24 hours, 3rd of the battery life. The rep said there was one in million chances that something was wrong with the implant and it was probably external equipment and told patient to call patient services. Patient reported the implant would go from 70% to 50-60% for 5-7 hours and then all of a sudden it would drop down to 20%. Patient would check it and it was fine and then they would check again and the charge had gone. It had been like this since implanted. Patient woke up on saturday morning and it was dead after being at 80% at 4:30am.  Patient had been dealing with this on and off, first with one rep, then a different rep who was at the follow up apt and reprogrammed everything. Then the rep called back 2 weeks later and patient told them about issues and that rep reached out to the other rep. Patient had been working with this rep back and forth for the last two weeks and on sunday the rep told the patient to call patient services. Reviewed role, redirected to hcp and rep. Patient mentioned their follow up appointment is on the 18th. Additional information was received from a manufacturer representative (rep). It was reported that the patient had a big fall shortly after the implant and the healthcare provider (hcp) had them come into the office and take x-rays of the lead. As for the battery not lasting as long as they thought, is very subjective. The rep stated that the lead had moved a little bit and a revision surgery was not recommended/warranted at this time.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-nov-2029, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 17-nov-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.